Event description:
The account alleges that a doctor was sitting on the slide-off foot section of a bed. While sitting on the foot section, it fell off the bed, causing an injury to the doctor. Details of the injury are not available.

Manufacturer narrative:
The tech was unable to duplicate the issue. The tech tested all like beds. All bed functioned properly. This is reported due to injury of a doctor. Details of the severity of the injury is not known. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.